Manufacturer narrative:
Investigation summary: the reported complaint of a ruptured tego could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred regarding a tego connector where the reporter stated that "the patient completed the treatment session without any complications. However, shortly after the disconnection of the system, the patient experienced a coughing episode, followed by rupture of the tego. It was informed that the tego was connected on (B)(6) 2025 and the issue reported occurred on (B)(6) 2025. Soon after, the patient developed a dry cough, hypotension with blood pressure of 90/60 mmhg, and partial left-sided hemiplegia. The attending doctor was immediately notified, and a 500 ml bolus of 0.9% saline solution was administered, resulting in improved blood pressure of 110/80 mmhg and heart rate of 94 bpm. Despite hemodynamic stabilization, the partial hemiplegia on the left side persisted, although there was no facial asymmetry or speech impairment. An arterial blood gas test was performed, showing the following results: potassium 3.8 meq/l, ph 7.39, sodium 136 meq/l, bicarbonate 25.6 meq/l, ionized calcium 1.25 mmol/l, oxygen saturation 95%, hemoglobin 10.2 g/dl, and hematocrit 30%. Based on the clinical presentation and deterioration following catheter disconnection, the patient was diagnosed with gas embolism. A basic life support ambulance was promptly requested, and the patient was transferred in stable condition to hospital são luiz alphaville for neurological evaluation and specialized management. The patient returned from hospitalization on (B)(6) 2025, after undergoing further tests, which revealed no abnormalities. At discharge, the patient remained stable and without neurological sequelae." Despite the issue reported, it was also stated by the final customer that the product did not present signals of rupture.